Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The patient was known to have emphysema. The physician navigated out to the target then extended the rebus probe, but thought the catheter was pointing up or not in the correct spot relative to the nodule location. A chest x-ray was performed which detected a pneumothorax; the procedure was aborted, and no biopsy samples were obtained. A chest tube was placed to resolve the pneumothorax. The physician reported that the pneumothorax could have been caused by emphysema, the rebus probe, high positive end-expiratory pressure (peep), or other anesthesia settings. There was no allegation of an ion malfunction. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information from the physician was received. The radial endobronchial ultrasound (rebus) was completed and the ion system was still docked, there were no biopsy tools deployed when a large pneumothorax was detected under fluoroscopy. A chest tube was placed immediately and the procedure was aborted and no biopsy samples were taken. The pneumothorax resolved after 2 days, the chest tube was removed and the patient was sent home. The physician reported that the pneumothorax was possibly related to the ion procedure due to the ventilation protocol used for robotic bronchoscopies which has higher positive end-expiratory pressure (peep) and tidal volume and possibly related to the radial endobronchial ultrasound probe (rebus). There was no device malfunction associated with the event.